Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead may have an allergic reaction. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The ra lead remains in service.